Event description:
Follow up information received reported that the patient received assistance from their doctor/manufacturer¿s representative and had no concerns with their device therapy. An appointment of ¿around¿ (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient had a gastric stimulator in their stomach and they were wondering if a cell phone could cause problems with the implantable neurostimulator (ins). The patient was implanted with a new ins around (B)(6) 2014 and about 1.5 weeks post-implant the patient started having a burning feeling on their left side. The patient had gained weight since their first ins and they rested their phone more on their left side. When the patient took the cell phone away from that area, the patient thought the burning subsided. The burning was uncomfortable, but not terribly painful. The patient went to see their health care provider (hcp) about the burning on (B)(6) 2014. The hcp didn¿t see anything wrong, but to be safe they put the patient on antibiotics for 2 weeks and told them to call back if they still had the burning. The patient still had the burning, but didn¿t call their hcp back yet to let them know. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.